Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10atm. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and the patient was good condition post the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). The device was returned for analysis. Visual, tactile, microscopic, and leakage analysis were performed on the device. No issues identified with the hypotube shaft. A tactile examination of the distal extrusion identified that the corewire had punctured out through the inflation/outer extrusion. No kinks were identified in the actual extrusion. A visual examination of the balloon identified no damages. A microscopic examination of the distal extrusion confirmed that the corewire was kinked and the distal end of the corewire had punctured out through the inflation/outer extrusion. There was no damage identified to the actual extrusion which could have contributed to the corewire puncturing the inflation/outer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a leak was identified at the location where the corewire punctured through the inflation/outer extrusion. Although the balloon partially inflated with no leaks noted in the balloon, the balloon could not achieve its rated burst pressure of 14 atmospheres due to the leak in the inflation/outer extrusion.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10atm. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and the patient was good condition post the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).